Event description:
It was reported by the patient that while undergoing an endoscopic procedure, the patient flatlined and required resuscitation. The patient had their device checked in which it was noted as functioning as programmed. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407452, lead, implanted: (B)(6) 2010. (B)(4).